Manufacturer narrative:
Follow-up #1, (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 until the end of pump use on (B)(6) 2011 indicated that the daily insulin delivery totals correctly reflected the user programmed basal rates. The black box indicated that the pump emitted an empty cartridge warning on (B)(6) 2011; the patient confirmed the alarm but did not replace the cartridge. The pump emitted multiple "no prime, no delivery" warnings after the empty cartridge. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display lens was found to be scratched. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2011, the reporter/nurse contacted animas on behalf of the patient and reported that the patient was admitted to a hospital for a diabetic related event. The nurse had also contacted animas due to a lost cartridge cap. The nurse was unable to provide additional information regarding the event or hospitalization. A follow-up contact with the patient's grandmother was made on (B)(6) 2011. The patient's grandmother indicated that the patient was hospitalized on (B)(6) 2011, with a blood glucose (bg) level of "1585". The patient reportedly had a bladder infection and symptoms of thirst and tiredness. The patient also reportedly could not get off his couch to call for help. The patient's grandmother indicated that a family member called 911 and the patient was taken to a hospital via an ambulance. She was unsure of other details regarding the patient's elevated bg level. She reported that the pump's display was cracked but she did not have the pump with her for troubleshooting. Multiple attempts were made unsuccessfully to contact the patient and his (B)(6) for follow-up information. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's grandmother claimed that the patient was hospitalized in an ICU for hyperglycemia. However, details leading up to the patient's injury are unknown at this time. It is unknown if the pump contributed to the patient's injury.